Manufacturer narrative:
The field complaint of the transmitter not powering on was verified. The prongs were removed and reinserted and it was noted that there was burnt damage to the green contact strips. Inspection revealed that there were burnt components on the main printed circuit board (pcb) of ac power adapter and multiple burnt components on the main printed circuit board (pcb) of the transmitter. Also, burnt mark was noted on the inner casing of the ac power adapter. It was concluded that conclude that the root-cause of the no power issue was the burnt damage that the ac power adapter's main pcb and the merlin@home transmitter¿s main printed circuit board pcb sustained through high current flow through the ac electrical power outlet.

Event description:
It was reported that the transmitter failed to power on. Troubleshooting was performed. The prong connections were secured and different connection sources were tested. Troubleshooting was unsuccessful and the transmitter did not power on. The transmitter was replaced.